Event description:
The customer reported falsely decreased alinity c glucose, alinity c calcium, sodium, potassium, and chloride results for 2 patients while running across multiple alinity c processing modules. The following data was provided: sid (B)(6): (initial result generated on analyzer ac04474 with 2 repeat results done on ac04472) glucose: initial result: 63 mg/dl, repeat result: 74 mg/dl, serum repeat: 101 mg/dl calcium: initial result: 5.6 mg/dl, repeat result: 6.6 mg/dl, serum repeat: 9.1 mg/dl sodium (na): initial result: <100 mmol/l, repeat result: 105 mmol/l, serum repeat: 142 mmol/l chloride (cl): initial result: 67 mmol/l, repeat result: 78 mmol/l, serum repeat: 104 mmol/l sid (B)(6): (initial and 2 repeat results done on ac04472 with same plasma sample) glucose: initial result: 48 mg/dl, repeat results: 131, 144 mg/dl calcium: initial result: 4.9 mg/dl, repeat results: 8.2, 9.2 mg/dl sodium (na): initial result: <100 mmol/l, repeat results: 131, 144 mmol/l potassium (k): initial result: 2.4 mmol/l, repeat results: 3.9, 4.3 mmol/l customer¿s reference ranges were provided: glucose: 70-99 mg/dl / calcium: 8.8-10.3 mg/dl / sodium: 134-145 mmol/l / potassium: 3.5-5.1 mmol/l / chloride: 98-108 mmol/l there was no impact to patient management reported.

Manufacturer narrative:
Patient identifier:(B)(6) all available patient information is included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The customer service representative reviewed the module logs, observed a sample aspiration error, and recommended the customer perform a precision run to determine if probe needed replacement. The run passed and the customer did not replace the probe or request additional troubleshooting. The alnty c-series sample p was determined to be the likely causes of the issue. No additional discrepant glucose, calcium, sodium, potassium, or chloride result issues have been reported. The instrument service history review revealed one ticket associated with discrepant/erratic total bilirubin patient results which was not reportable. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Ticket trending review for tickets with replacement did not identify a trend for the alnty c-series sample p. Review of the product monitoring review for clinical chemistry systems identified no similar issues related to the alinity system, likely cause parts, or discrepant results as described in this ticket. Device history record review was performed and there were no related non-conformances or potential non-conformances identified for the alnty c-series sample p. Labeling was reviewed and adequately addresses the complaint issue. Based on the investigation, no systemic issue or deficiency with the alinity c processing module, (B)(6), or alnty c-series sample p was identified.

Manufacturer narrative:
Updated the concomitant product section to add the calcium and glucose reagent kits.